Event description:
The report indicates that during the procedure, the stent dislodged in the patient's body. The patient was an male. The target lesion was the mid right coronary artery (rca). The lesion was a de novo. The vessel was moderately calcified and highly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. It is unknown if pre-dilation was conducted. The target lesion was crossed with a guide wire (pt2ms: boston) and a cypher (2.5/18mm) was delivered to the target lesion, but physician felt friction with the vessel and the cypher would not cross the target lesion. The physician retrieved the cypher into the guiding catheter with force and the unit was retrieved from the pt. Outside of the patient, the physician realized that the stent had dislodged in the patient's body. Cag was conducted and the stent dislodgement was confirmed at proximal rca. Therefore, a snare was used to retrieve the dislodged stent successfully. A bms (driver) was implanted in the mid rca and the procedure was finished successfully. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis due to the patient's infectious disease (hc).

Manufacturer narrative:
This product is distributed outside the united states, however, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.